Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was pacing more in the atrium than it was previously; it was also noted the device was exhibiting characteristics of "quiet timer blanking." Device reprogramming is planned. No patient complications have been reported as a result of this event.